Manufacturer narrative:
Additional device product code: hrs (B)(4). Date of implant reported as possibly (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Contact name, address and telephone number is not applicable since it is the patient who reported complaint. Patient code (B)(4) is used to capture the required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient fell off her mountain bike on (B)(6) 2016 resulting in fracture of the right tibial plateau. A wedge-shaped portion snapped off. The patient stated that she had a right lateral tibial plateau plate implanted. The patient stated that she experienced pain and foot numbness, as well as bruising behind the knee. She also stated that she felt like the plate was moving, and let her surgeon know. Surgery was carried out on (B)(6) 2017 to remove the plate. The patient stated that the surgeon commented that there appeared to be osteolysis and mentioned that the plate virtually fell out. Per patient the primary surgery date may be either (B)(6) 2016. The patient suggested metal sensitivity to the surgeon, but he did not think that was the cause. Patient also suggested an allergy and low-grade infection. Patient stated the surgeon was not convinced, and commented that he did not observe signs of infection. Patient had bone density scans, which came back as normal. Patient was very active before the accident, but complied by reducing activity levels over the period when the plate was implanted. The patient stated that her symptoms have subsided slowly since the plate was removed. The location of implants not known. This report is for one (1) 3.5mm variable angle locking screw/slf-tpng/strdrv/7 this is report 8 of 9 for complaint (B)(4).